Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specs of blood were visible on the handle of the harvesting tool. The heater wire was slightly flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Tissue and char buildup was observed on the jaws. The silicone insulation was not peeled from the jaws. Based on the returned condition of the device the reported complaint was not confirmed for the reported failure mode "peeled/cold boot" but was confirmed for the analyzed failure mode "bent wire."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of the hp1 cutting device had some of the silicone come off and fall off in the patient. Had to retrieve the pieces that came off. Not sure they got them all. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information: (B)(6) 2017 they used the new kit cutting device to retrieve silicone. As of this time patient is showing no sign of affect.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of the hp1 cutting device had some of the silicone come off and fall off in the patient. Had to retrieve the pieces that came off. Not sure they got them all. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information: on (B)(6) 2017 they used the new kit cutting device to retrive silicone. As of this time patient is showing no sign of affect.